Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave 2.0 nav catheter was used. The catheter was introduced into the left atrium (la) and used to map the left pulmonary veins. The catheter was moved to the right pulmonary veins, and it was found that the guidewire was unable to be advanced in the lumen. When the guidewire was pulled back it was noted that the spline array remained in the flower shape, but the splines were deformed and out of plane. The guidewire was pulled back further, and the array remained in the flower shape. When attempting to advance the guidewire it was noted that it felt stiff. The array was undeployed to the basket shape forcefully and then fully closed and retracted into the sheath. The guidewire was advanced and then the array was deployed again. The array formed the basket shape without issue, but it still looked abnormal when deployed to the flower shape. The catheter was replaced, and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.